Manufacturer narrative:
This report is being submitted to cancel the initial report submitted based on the receipt of additional information. This file is related to MDR ref # 3001845648-2020-00320 and involved the same device. It was confirmed that the wrong size wire guide was used and this caused a cascading effect. As both complaints have the same failure mode they will both be captured under the same file.

Event description:
This report is being submitted to cancel the initial report submitted based on the receipt of additional information. This file is related to MDR ref # 3001845648-2020-00320 and involved the same device. It was confirmed that the wrong size wire guide was used and this caused a cascading effect. As both complaints have the same failure mode they will both be captured under the same file.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019, evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. On (B)(6) 2020, after removing the plastic stent (B)(4) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. Another device (full covered, 10 mmx8 cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. (B)(6). Additional information was provided from the sales rep. Has the patient been diagnosed with the new corona positive? No. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. When the device was inserted into the stenosed lesion, professor (B)(6) said ¿it is hard".